Event description:
Rn reported a home pt diagnosed with peritonitis in 2001. The pt was treated outpatient with 1500mg dose per day of cefazolin and ceftazidime. Three days later, the pt was hospitalized as the abdominal pain and cloudy effluent were not clearing. Per rn, the treatment during hospitalization is unk. Pt's catheter was removed. The rn noted that the pt has a history of peritonitis however, the infectious control dept of the hosp advised rn to notify baxter due to the rarity of the growth from the culture. Rn also noted, the pt does have issues with using aseptic technique consistently. The pt was released from the hosp on 01/2002 and has fully recovered. Rn reported the pt has been transferred to hemodialysis. The rn does not attribute the pt's peritonitis to baxter product.